Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual cycles / bleedings abnormal bleeding (menorrhagia )'), device dislocation ('right coil had migrated out of the tube and was not positioned in her uterus/ malposition of essure device location of device:sticking out/ migration of essure device location of device: cant find coil') and pelvic pain ('sharp cramping pelvic pain / pains') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one of her fallopian tubes was already occluded, leaving the implant protruding far out of the tube / as a result, doctors clipped the protruding coil, leaving only one coil remained in her body" in (B)(6) 2014. The patient's medical history included uterine bleeding. Concurrent conditions included ovarian cyst. Concomitant products included contraceptives from 2013 to 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage ("fragments of coils coming out of her body/device breakage") and vaginal haemorrhage ("abnormal bleeding: vaginal"). In (B)(6) 2014, the patient experienced complication of device insertion ("leaving only one coil remained in her body"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhoea (cramping)"). On (B)(6) 2014, the patient experienced device expulsion ("fragments of coils coming out of her body/some fell out, not removed surgically"). In (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection/ infection (bladder/ urinary tract/ vaginal)type: "). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hirsutism ("development of facial hair"). On an unknown date, the patient experienced abdominal pain ("sharp cramping abdominal pains"), abdominal pain lower ("lower abdominal pain") and hair growth abnormal ("abnormal hair growth"). The patient was treated with surgery (hydro ablation and salpingectomy (bilateral removal of fallopian tubes), hysterectomy (partial)). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device dislocation, pelvic pain, device breakage, allergy to metals, vaginal haemorrhage, device expulsion, complication of device insertion, abdominal pain, dysmenorrhoea, hirsutism, vulvovaginal mycotic infection, tooth disorder, abdominal pain lower and hair growth abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, hair growth abnormal, hirsutism, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff is planning for essure removal. Discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2014. Product insertion date updated from (B)(6) 2013 to (B)(6) 2014. Left: 3 coils, right: 17 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Coils were placed successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,the one on the right side is partially in the uterus, pelvic pain, essure malposition. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage, device insertion failed and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, patient race, medical history, rcc added. Product insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. During the essure insertion procedure, it was learned that one of her fallopian tubes was already occluded, leaving the implant protruding far out of the tube. As a result, doctors clipped the protruding coil, leaving only one coil remained in her body. After the implant procedure, plaintiff began to experience sharp, cramping pelvic and abdominal pains as well as heavy menstrual cycles accompanied with more pain. On or about (B)(6) 2016, she discovered fragments of coils coming out of her body. During a visit to a medical facility, plaintiff learned that the right coil had migrated out of the tube and was now positioned in her uterus. The pains and bleeding experienced as result of the coils, as well as the necessity to undergo such procedure. She had been informed of the true association of these coils with the injuries she suffered, she would have never made the decision to undergo the implant. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp cramping pelvic pain / pains and noticed fragments of coils coming out of her body (device breakage and device expulsion - non serious, related). Later she learned that her right coil had migrated out of the tube and was not positioned in her uterus (device migration/dislocation). Pelvic pain and device migration/dislocation are listed in the reference safety information for essure. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. Considering the positive temporal relationship and the nature of the event, pelvic pain is considered related to essure micro-insert therapy. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was reported that right coil had migrated out of the tube. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to device migration. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). No sample available, breakage not reported during procedure. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage, device insertion failed and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced sharp cramping pelvic pain / pains and noticed fragments of coils coming out of her body (device breakage and device expulsion - non serious, related). Later she learned that her right coil had migrated out of the tube and was not positioned in her uterus (device migration/dislocation). Pelvic pain and device migration/dislocation are considered anticipated in the reference safety information for essure. Device breakage was considered anticipated upon receipt of the product technical analysis. During essure therapy, abdominal, back, pelvic and uncharacterized pain may occur. Considering the positive temporal relationship and the nature of the event, pelvic pain is considered related to essure micro-insert therapy. Also, there is a risk that the device could move out of the fallopian tubes. This movement could be an expulsion to uterus/out of the body, dislocation into fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity. In this particular case, it was reported that right coil had migrated out of the tube. Considering the information received for this case and the nature of device migration/dislocation, a causal relationship with essure cannot be excluded. This case was regarded as incident, due to device migration. Additionally, other non serious events were reported. According to product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual cycles / bleedings"), device dislocation ("right coil had migrated out of the tube and was not positioned in her uterus/ malposition of essure device location of device:sticking out/ migration of essure device location of device: cant find coil") and pelvic pain ("sharp cramping pelvic pain / pains") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "one of her fallopian tubes was already occluded, leaving the implant protruding far out of the tube / as a result, doctors clipped the protruding coil, leaving only one coil remained in her body" on (B)(6) 2014. The patient's concurrent conditions included ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding: vaginal"). In 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and dysmenorrhoea ("menstrual cycles accompanied with more pain/ dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2013, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2013, the patient experienced hirsutism ("development of facial hair") and hair growth abnormal ("abnormal hair growth"). On (B)(6) 2014, the patient experienced complication of device insertion ("leaving only one coil remainined in her body"). On an unknown date, the patient experienced device breakage ("fragments of coils coming out of her body/device breakage"), device expulsion ("fragments of coils coming out of her body/some fell out, not removed surgically"), abdominal pain ("sharp cramping abdominal pains") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hydrodermblation). Essure treatment was not changed. At the time of the report, the menorrhagia, device dislocation, pelvic pain, device breakage, allergy to metals, vaginal haemorrhage, device expulsion, complication of device insertion, abdominal pain, dysmenorrhoea, hirsutism, vulvovaginal mycotic infection, tooth disorder, abdominal pain lower and hair growth abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, complication of device insertion, device breakage, device dislocation, device expulsion, dysmenorrhoea, hair growth abnormal, hirsutism, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: plantiff is planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain,the one on the right side is partially in the uterus. Quality-safety evaluation of ptc: since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llts: device breakage, device insertion failed and device use error. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs and mr received. Reporter information added and updated. Lab data and medical history were added. New event added- abnormal bleeding: vaginal, yeast infection, lower abdominal pain, abnormal hair growth, development of facial hair, dental problems and nickel allergy were added. Event verbatim was updated to right coil had migrated out of the tube and was not positioned in her uterus/ malposition of essure device location of device: sticking out/ migration of essure device location of device: cant find coil, fragments of coils coming out of her body/device breakage, menstrual cycles accompanied with more pain/ dysmenorrhoea (cramping) and fragments of coils coming out of her body/some fell out, not removed surgically. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.